Manufacturer narrative:
One device was received for evaluation for the complaint that the cadd pump taking >1min to deliver 10mcg of fentanyl when both pca button pushed by patient and also clinician bolus administration. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. The reported issue could not duplicate the error and the root cause was undetermined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump taking >1min to deliver 10mcg of fentanyl when both pca button pushed by patient and also clinician bolus administration. There was patient involvement and no harm/adverse event reported.